Event description:
The patient's baseline lactate dehydrogenase level (ldh) was typically less than 300. Log files were sent to the manufacturer but did not contain attributes which would suggest thrombus within the motor chamber, however, thrombus could have still been present in the circulatory loop. There was nothing unusual regarding patient condition or anticoagulation status. The patient's ldh remained at 750 despite heparin but no thrombus was confirmed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reports of suspected thrombus and elevated lactate dehydrogenase (ldh) could not be confirmed during this investigation. A correlation between the device and the reported events could also not be conclusively determined. The submitted log file contained approximately 21 hours and 45 minutes of data. No unusual events were noticed in the file. The fixed speed remained above the low speed limit for the duration of the log file and the pump appeared to be functioning as intended. It was reported that the patient underwent a device exchange to a heartmate 3 on (B)(6) 2021. Heartmate ii left ventricular assist system, serial number (B)(6), was returned for investigation (refer to manufacturer report number #2916596-2021-00308). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists device thrombosis and hemolysis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines indications of thrombus and how to respond to such events. This section also provides information on anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was hospitalized on (B)(6) 2020 for elevated ldh 900 and was put on heparin. Thrombus/hemolysis was suspected.